Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 348 mg/dl, including an overnight rise without food intake, while using the ilet with a contact detach 23", 6 mm infusion set; troubleshooting and education were provided, including reminders on supply change intervals, and follow-up was planned. Symptoms included no reported clinical manifestations associated with the high glucose. Outcomes included no medical interventions or hospitalization. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.